Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. No rewind anomaly noted. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and act button was slightly harder to push. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir chamber had piece falls out. The device will not be returned for analysis.